Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue was not determined since product/logs were not returned and insufficient clinical details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the central venous pressure and pulmonary artery pulsatility index readings were inaccurate following an impella rp flex implant. Support with the implanted pump was uninterrupted despite the noted issue. The patient was successfully weaned from the pump and the device explanted. There was no reported harm or injury to the patient.